Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 17 mmol/l. After removing the obstruction from the speaker holes, the alarm cleared. Customer's blood glucose level was successfully resolved.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 17 mg/dl. After removing the obstruction from the speaker holes, the alarm cleared. Customer's blood glucose level was successfully resolved.